Event description:
It was reported that the customer experienced issues with his sensor readings being 100 points off from the customer's blood glucose. His insulin pump suspended, due to a low threshold reading, and his blood glucose was actually at 450 mg/dl. Customer stated, he received weak signal and calibration error alerts. It was also stated that the customer had a reading of 40 mg/dl while his blood glucose was 289 mg/dl. At the time of the report, customer's blood glucose was 187 mg/dl and he received a reading of 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed the sensor failed due to low readings also, found the sensor had a bent cannula. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.